Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing fatigue. Upon device interrogation, the right atrial lead exhibited loss of capture at maximum output. A chest x-ray confirmed that the lead had dislodged. The patient underwent a lead revision procedure and it was noted that the lead had not been sutured properly. An attempt to reposition the lead was unsuccessful. The lead had become twisted due to movement of the device in the pocket, resulting in poor sensing and threshold measurements. The lead was explanted and replaced. The patient was in good condition post procedure.